Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the implantable pulse generator (ipg) exhibited a defective setscrew. When the right ventricular (rv) lead was inserted and the screw turned, the torque wrench could not be inserted to the port making it difficult to fixate. The lead was pushed down several times and the angle of the screw rotation was changed, but the situation did not change. It was also noted that the rv lead exhibited insertion difficulty as the stylet could no longer be inserted deep enough to control the lead. The placement position was changed several times and blood was entering the lead. The ipg and lead were attempted/not used and replaced. No patient complications have been reported as a result of this event.